Event description:
A (B)(6) male patient contact zoll customer support to report that the monitor prompted to call for service and displayed code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the yellow (pgnd) and white (drvn gnd) wires were open in the trunk cable. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the open wires. The root cause of the open wire cannot be positively identified. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.